Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting physician reported a right-side rupture. Device has been removed.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device photo evaluation: visual analysis identified: brown particle material on the shell and opening. H.6. Health effect - impact code: f2203.

Event description:
Explanting physician reported a right-side rupture. Device has been removed.